Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead exhibited an out-of-range pace impedance measurement. This rv lead remains in service. No adverse patient effects reported.